Event description:
Patient denies any falls/ trauma to back or scs system. Patient reprogrammed with existing electrodes that were in normal impedance range. Issue has been confirmed.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2021 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2023 ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient was having a return of pain and was unable to feel stimulation on their right side. Patient sees settings not available on their patient programmer. Rep reports they met with patient to reprogram and electrode 0-8 all have impedances greater than 40,000. Patient was reprogrammed on the remaining usable electrodes and is now able to feel stimulation on both sides. Rep reports issue is ongoing.